Event description:
It was reported that a skin reaction issue occurred. The wearable was inserted into the abdomen, which is off-label usage of the device. The event date is an approximation. On (B)(6) 2025, it was reported that the patient experienced skin irritation (itching, rash, blisters underneath sensor pod area only) and she have to remove the sensor from the abdomen after a few days. She called her doctor and the doctor sent her a prescription via email for anti-biotic. She was given cephalexin capsule and have to take it orally 2 capsule 3 times a day and she was prescribed with 30 capsules. She was fine but still taking medication during the report. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).